Event description:
As reported by our edwards lifesciences japanese affiliate, crossing difficulty with a commander delivery system resulting in hemodynamic collapse and resuscitation occurred. The patient had been admitted to the hospital due to low cardiac function, and intra-aortic balloon pumping (iabp) was introduced. It was decided to implant a 23mm sapien 3 ultra resilia within a preexisting aortic surgical valve. The patient preoperatively had atrial fibrillation, but echocardiogram indicated normal sinus rhythm at the start of the procedure. The commander delivery system and valve could not cross the preexisting surgical valve without intense resistance. Valve crossing was achieved via slip-through technique with a balloon catheter. Due to the strong resistance, valve positioning was difficult, resulting in hemodynamic collapse with blood pressure of 30 mmhg. The sapien 3 ultra resilia was deployed without rapid ventricular pacing. After valve deployment, the patient's blood pressure gradually recovered. Tachycardiac atrial fibrillation developed, and cardioversion was performed. Although no remarkable regurgitation was observed, echocardiography revealed a valve mean pressure gradient above 30 mmhg; post-dilation was performed, and a mean pressure gradient of 25 mmhg remained. The procedure concluded. On postoperative day 8, echocardiography revealed that mean pressure gradient improved to 12.5 mmhg.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device was discarded at the hospital.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, additional information added to h10. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Vasculature CT imagery was provided for review, and the following was observed: heavy calcification and tortuosity observed in the access vessels, calcification and tortuosity also noted in abdominal and thoracic aorta. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions for use/training manuals were reviewed for guidance/instruction involving the delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The crossing difficulty with the commander delivery system resulting in hemodynamic collapse and resuscitation was unable to be confirmed. In this case, there was no allegation a device malfunction contributed to the reported event. Additionally, a review of IFU/training materials revealed no deficiencies. The vasculature CT imagery revealed calcification and tortuosity in the abdominal and thoracic aorta. Per the training manual, "heavy calcification" and "tortuous thoracic aorta" are potential factors that can lead to crossing difficulty. A calcified and tortuous thoracic aorta can create a challenging pathway for delivery system advancement through the vasculature, obstructing the valve crossing and resulting in the reported difficulty crossing the native annulus. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.